Manufacturer narrative:
(B)(4) this report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to the screw disengaging from the tibial tray.

Manufacturer narrative:
Review of the device history records for the articular surface and subcomponent locking screw identified no deviations or anomalies. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the articular surface. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The legacy constrained condylar knee surgical technique provides the following instructions for tightening of the lcck articular surface locking screw, ¿do not over or under torque. Under tightening of the screw may allow it to loosen over time. Over tightening may cause the screw to fracture intraoperatively.¿ per the nexgen knee package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.